Manufacturer narrative:
Result - loss of limits.

Event description:
It was reported by service report that the foot end lift only goes down half way and then stops. No patient involvement or adverse consequences are reported.